Event description:
It was reported to medtronic neurosurgery that the strata valve became blocked and its drainage was insufficient. It was then explanted and revised with a new valve.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.